Event description:
The dr was injured by a coherent novus omni argon laser -"the laser"-. They believe the laser malfunctioned such that the laser beam was directed into the dr's right eye while the dr was using the laser and looking through the oculars. They believe this happened on one or more occasions and the effect of this has been serious damage to dr's vision, resulting in at least temporary and probably permanent disability. The dr noticed the damage to their vision in 2002, and the damage could have occurred over a period of time rather than all on one day. Examining physicians have diagnosed the dr's injury as laser burns. As a result of this injury, the dr is currently on disability leave.